Manufacturer narrative:
The equipment was received in vyaire facility for evaluation. Service technician was unable to verify the reported issue. The device was connected the known good patient circuit, ac adapter, and vt plus flow analyzer. Passed all tests. Unable to duplicate the reported problem. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the revel ventilator experienced mainboard problem. The inputed ventilator rate does not match what the ventilator actually ventilates at. The patient tolerated the vent rate. The customer confirmed that there was no patient harm associated with the reported event.